Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 4 events were reported for this quarter. Product return status: 4 devices were received for evaluation. Evaluation status: 4 device evaluations are in progress. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly leaking; 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 4 total events were initially reported. 4 previously reported events are included in this follow-up record.   Product return status 4 devices were received.   Evaluation status 4 reported events were confirmed during testing. - 2 devices were found to be affected by a damaged hose. - 1 device was found to be affected by a damaged o-ring. - 1 device was found to be affected by a damaged lever assembly.   Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was reportedly leaking. 4 events had no patient involvement; no patient impact.